Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced dysphotopsia- severe. Light sensitivity. Clinical reason being dysphotopsia & blurry vision. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that lens was exchanged for a different model company lens, also new information states that the lens created unacceptable halos for the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).